Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report damage to the insulin pump. Customer stated that the pump was dropped on the floor and as a result the pixels on the screen are damaged. Customer stated that there is a crack by the battery casing as well. Customer's blood glucose reading was 86 mg/dl. Nothing further reported.